Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was in a wheelchair, so they were unsure of the patient¿s weight. It was noted the patient called the hcp complaining his pump was not working and he wanted it shut off. It was reported then he wanted it removed. The patient called and said it was working again. The patient did not have his pump removed (as far as the hcp knew). It was noted the hcp was unsure of what the patient wanted at this time.

Event description:
Information was received from the consumer and the healthcare provider regarding a patient receiving baclofen via an implantable pump. The indication for use was intractable spasticity. The patient reported their pump was being removed and replaced next thursday. The patient stated they didn't know what the issue was but "something is going on with it". The patient stated they were aware of the pump having issues "for a couple days" and stated their legs won't lay still. The patient was told to call the manufacturer to get the pump shut off. The patient was redirected to the healthcare provider and was provided the nas (national answering service) phone number stating the number is for healthcare providers to utilize for representative scheduling purposes. Additional information was received on 22-feb-2023 from the healthcare provider who inquired about a company representative to shut off the pump per the patient¿s request. The healthcare provider stated the patient was non-compliant and the physician and the patient want the pump turned off. The reporter was given the nas (national answering service) phone number to page a local company representative.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.